Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation, the monitor failed incoming functionality testing. The cause of the failure was isolated to the defective response button. The root cause for the defective response button cannot be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.